Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The tubing sets were being used to deliver an unspecified medication via gravity. The option-lok male adapters of the tubing sets were connected to the patients' IV access sites. On unspecified dates, it was reported that solutions leaked from unspecified locations on the tubing sets. Unspecified volumes blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patients effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Subsequent to the submission of initial medwatch MFR report #9615050-2012-00742 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The tubing sets were being used to deliver an unspecified medication via gravity. The option-lok male adapters of the tubing sets were connected to the patients' IV access sites. On unspecified dates, it was reported that solutions leaked from unspecified locations on the tubing sets. Unspecified volumes blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patients effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided